Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt was found slumped over the faucet of the bathtub. The pt apparently had a seizure and died because pt did not drown. The pt's family member reportedly paid a private co for an autopsy and for analysis of the ncp system. The family member did not give the names of the private companies that were hired. No autopsy was performed by the medical examiner's office. A definitive cause of death is not known at this time. Attempts to obtain additional info have been unsuccessful to date.